Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow-up. It was noted that implantable cardiac monitor showed an undersensing episode. No intervention was performed. The patient was asymptomatic throughout the event.